Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The customer stated the plasma was very lipemic. The donor was about 20 minutes into the procedure when the customer noticed possible hemolysis in the tubing set. The customer noticed a dark pink cloud in the platelet product which they had not seen before. The customer stated all the plasma in the tubing set looked slightly red in color, and was translucent. The customer ended the procedure immediately. The donor had no reaction at all and the medical director was notified. Per the customer, the tubing set was not available for return. This report is being filed due to the potential for hemolysis.

Manufacturer narrative:
(B)(4). Analysis of the run data file did not find a conclusive cause for the hemolysis reported during this collection. No unusual process variable was identified and trima accel operated as intended. On (B)(6) 2010, the caridianbct clinical support staff received the tubing set lot number from the customer and discussed with the customer that our rdf analysis did not identify any issues with equipment. Service of the equipment had been performed as well and the customer was satisfied. The customer is currently using the trima. Per the customer, the donor was reportedly fine on follow-up from their site. The customer was not able to determine if hemolysis occurred. A review of the manufacturing records was conducted by the complaint investigator in relation to this failure mode. There was one csp failure for an unrelated manufacturing error that was resolved per standard procedures. Additionally, for this lot there were no pdfs or permit eco, no sut observations, and the product met all acceptance criteria for release. Conclusion: no root cause could be determined as from the info available our product met specifications, although the disposable set was unavailable for specific root cause analysis. Per info from the customer, they believe that this was an rbc spillover due to the lipemia. Additionally as the rdf demonstrated that the trima operated within specifications, a procedural error outside of trima may have occurred.